Event description:
During a transfemoral tavr procedure, upon inflation of the 23mm sapien xt the valve moved aortic causing the valve to be deployed 90:10 [aortic ventricular]. The high aortic placement of the valve resulted in lack of coverage of the seal zone, and moderate paravalvular leak [pvl]. A second valve was deployed 4-5mm beyond the inflow of the first valve. The second valve reduced the pvl to trace. The pre-deployment position for the first valve was 70:30 [aortic:ventricular]. The valve was slightly canted; 70:30 aortic at the non coronary cusp and 60:40 aortic at the right coronary cusp. Coaxial alignment of the delivery system and the valve was fair; image intensifier angle was good; ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and paravalvular leak (pvl) are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The thv training manuals also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, procedural factors [too aortic valve positioning prior to deployment and fair coaxial alignment of the valve and delivery system] could have caused or contributed to the malposition of the valve and the resulting pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.